Event description:
When a field service representative (fsr) was performing troubleshooting on the architect i2000 analyzer for a clog in the waste line, waste fluid splashed from the tube when it was removed from its connection into the fsr's eye. The eye was washed immediately. The fsr reported eye pain and went to the ophthalmology department at the hospital urgently. The injured person revisited the hospital the next day still complaining of eye pain. There was damage to the cornea of the eye. The eye is being treated with ophthalmic antibiotic eye drops (fluorometholone 0.05% and ofloxasin 0.3%). The person was not admitted to the hospital. Vision has not been impaired due to this issue and at present there is no eye pain. The fsr was not wearing eye protection (glasses) at the time of the incident.

Manufacturer narrative:
(B)(4). Other evaluation code: wash zone 2 tubing. The field service representative ( fsr) was given eye drops for treatment of an eye injury caused by a splash of waste fluid. The fsr is currently experiencing no pain, and has recovered from the injury. Architect labeling instructs the reader to consult material safety data sheets (msds) for safe use instructions and precautions and avoid contact with skin and eyes; if contact with material is anticipated, the reader is instructed to wear impervious gloves, protective eye wear, and clothing. Additional warnings caution that failure to follow safe use instructions could cause injury. Tracking and trending showed that other potentially related complaints have been received for liquid splashing, but no other similar complaints were returned for liquid splashing into the eyes during maintenance on the wash zone. No adverse trends were identified related to this issue, or the architect i2000sr instrument. A malfunction of the system was not identified. No product deficiency was identified. The system is meeting current safety standards. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.